Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 after error confirmation through system logs review. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle found error 23008. Once testing was completed, the instrument sterile adapter (isa) board was tested and verified as the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty isa board causing communication or command issues during the power on self-test (post).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) arm 4 kept getting a recoverable fault during setup. Technical service engineer (tse) reviewed the system logs, which had shown a 23003 on usm 4. The customer attempted recovery attempts, repositioning the arm, rebooting the system and performing a hard reboot; however, the issue persisted. The procedure was aborted to another dv system with no reported injury.